Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal- (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure on right have broken/there was a piece still in the uterine cavity'), uterine perforation ('essure was perforating out at the cornual section and then going into the belly') and device dislocation ('right essure device is now intercalated among loops of small bowel in the pelvis') in an adult female patient who had essure (batch no. C95072) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy diagnostic, right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure. The reporter commented: as per mr, the essure coil was visualized. It was grasped and walked down to the distal end where it was fused with the epiploica of the bowel with the serosa and that was free from actual colon or intestine. The distal end was then cauterized and cut. Then it was pulled off of the uterus. It did break free and there was a piece still in the uterine cavity, which we were able to gently manipulate out and slide out through the incision. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: bilateral essure devices are noted. The one on the right appears to have broken. The majority of the right essure device is now intercalated among loops of small bowel in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure on right have broken/there was a piece still in the uterine cavity'), uterine perforation ('essure was perforating out at the cornual section and then going into the belly') and device dislocation ('right essure device is now intercalated among loops of small bowel in the pelvis') in an adult female patient who had essure (batch no. C95072) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy diagnostic, right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure. The reporter commented: as per mr, the essure coil was visualized. It was grasped and walked down to the distal end where it was fused with the epiploica of the bowel with the serosa and that was free from actual colon or intestine. The distal end was then cauterized and cut. Then it was pulled off of the uterus. It did break free and there was a piece still in the uterine cavity, which we were able to gently manipulate out and slide out through the incision. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: bilateral essure devices are noted. The one on the right appears to have broken. The majority of the right essure device is now intercalated among loops of small bowel in the pelvis. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received -event medical device removal was replaced with event device breakage , uterine perforation , device dislocation ,lot number was added. On 3-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.